Event description:
The meter was dead. A review of the system was conducted over the phone. After removing and reinserting the batteries the system was functional, however the review of the system indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.